Manufacturer narrative:
One device was received for evaluation. Visual inspection of the device was unknown. No photographic/ diagnostic evidence of the complaint was provided by the customer. Therefore, the customer complaint was unable to be duplicated. The root cause could not be determined. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Other text: b3: date of event unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is showing battery depleted error message.